Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump will not be returned. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection, bleeding, respiratory failure and sepsis as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted with electrical storm. The hospital course was complicated by respiratory failure, MDR klebsiella pneumonia, large retroperitoneal bleed (rp) and shock. The patient was intubated most of this admission and eventually expired on (B)(6) 2014. Despite effort to resuscitate him from rp bleed, multiple units of blood (10), patient still in shock, likely combination of hypovolemic and septic from ongoing infection. Blood cultures were negative the entire admission, but sputum cultures positive as above. Patient made dnr on (B)(6) 2014 and on the evening of (B)(6) 2014 the family decided to withdraw care. Patient put on morphine gtt and lvad was turned off (at family's request) on (B)(6) 2014. Patient eventually passed away and family was made aware. Source of the bloodstream infection was likely respiratory, patient did have a history of driveline infection. Final disposition was noted as: patient passed away, family withdrew care; complications of septic/hypovolemic shock.